Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload had a full staple complement. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. The laminates were found to be herniated. It was reported that the device was difficult to unload. The reported issue was confirmed. It was also reported that the articulation joint was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low open whiple, the adapter was unable to take out the reload and the metal of the reload came out and could not be centralized. Suturing was performed as a staple line replacement to address the staple line issue resulting in an extended surgical time of thirty minutes. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the laminates were found to be herniated.

Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial#:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.